Manufacturer narrative:
The serial number of the analyzer was (B)(6). Qc on the day of the event was within range. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results with two patient samples on a cobas c 503 analytical unit. Sample (B)(6): the initial result was 6.6%. The repeat result on another analyzer (cobas b101) was 5.3%. Sample (B)(6): the initial result was 6.2%. The repeat result on another immunoturbidimetry analyzer: 5.4%. The repeat results were reported due to the patients' clinical history and their current glucose levels.

Manufacturer narrative:
The field service engineer (fse) found that the cuvette wash station was not properly dispensing the solutions into the cuvettes. The fse readjusted the wash station components and performed qc and precision check with 10 repetitions, which showed good performance. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 were updated.